Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a laser system had low power. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The system was examined and the reported event was replicated. The slit lamp fiber optic was loose from user manipulation. The company representative tightened the fiber optic connector and instructed customer on fiber optic care to prevent further issues. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The associated laser was manufactured on september 5, 2013. The root cause of the reported event can be attributed to a loose fiber optic. However, how or when the component became loose cannot be determined conclusively. The manufacturer internal reference number is: 2016-32423